Event description:
It was reported that the ¿left brain¿ had impedance values greater than 2000 on electrode pairs 0 and 2 as well as 0 and 3. It was noted that the ¿right brain¿ had impedance values greater than 2000 on electrode pairs 0 and 2 as well as 0 and 3. It was noted that the patient did not require hospitalization as a result of this event and that the patient outcome was no injury. Additional information was requested but was not available as of the date of this report. Refer to manufacturer report number 3004209178-2013-21196.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v210498, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v668795, implanted: (B)(6) 2011, product type: lead. (B)(4).